Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/01/2016 to that the patient experienced no audio output from the receiver and an adverse event on (B)(6) 2016. The patient's mother indicated that medical intervention was required but did not provide any details. Additionally, the patient's mother tested the receiver and it did not beep. No further event or patient information is available. It was reported that a pediatric patient was using an adult receiver. Labeling indicates: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The reported event of no audio output was not confirmed. A root cause could not be determined.